Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor electrode fractured while in body. The customer¿s blood glucose level was 133 mg/dl. Customer stated that cannula was break after removing and needle still in the skin. Customer stated that sensor needle hard to remove. The device will not be returned for analysis.